Event description:
It was reported that there was "significant changes in sensing" because there was not significant slack in the lead as the lead length was to short for the patient's anatomy. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.